Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient elected not to return the explanted device to the company. A review of the device history record revealed no anomalies. The recipient's implant site is healed. This is the final report.

Event description:
The recipient reportedly experienced pain and minimal benefit with device use. The recipient was hospitalized on (B)(6) 2016. The recipient's device was explanted. The recipient elected not to be reimplanted.